Event description:
Per user facility medwatch: the pt was having an esophagogastroduodenoscopy with pneumatic balloon dilatation for achalasia using the bard spring tip guidewire. General anesthesia was used due to the pt's medical condition. The very experienced gastrointestinal physician performed the procedure without difficulty and afterwards they did the post procedure xray. It was noted that the tip of the wire had broken off and was in the pt's stomach. The tip was retrieved under fluoroscopy by the physician. No pt harm.

Manufacturer narrative:
The complaint is inconclusive as device was not returned for eval. The lot number of the device is unknown, no DHR review is possible. This guidewire is sold as a reuseable device. It is unknown how many times the device had been used and subsequently sterilized/reprocessed and prior the reported condition. The device does not have an indefinite lifespan. Repeated use and sterilization causes wear on the device. Per the IFU for the device-warning: since the market guidewire is a reuseable device that is subjected to varied use and cleaning environments, the life span of the product cannot be guaranteed. In particular, less than 1% of the spring tips have been reported to have become dislodged during reuse or cleaning. Warning: carefully inspect the guidewire after each use. Inspected the flexible spring tip and discarded the wire if the tip appears to be bent or fatigued. Also inspected the soldered joint and discarded the wire if the soldered joints appear discolored, loose or cracked. Last purchase of the device was 08/19/05.